Manufacturer narrative:
Unadkat, p., maydeo, a., parmar, c., and lakdawala, m. (2024). Gastric wall necrosis and perforation following argon plasma coagulation (apc) coupled with endoscopic sleeve gastroplasty (esg) and its emergency laparoscopic surgical management. Obesity surgery (2024) 34:3541 to 3542 https://doi.org/10.1007/s11695-024-07380-5 block b3 date of event is unknown. Estimated date of event 01/01/2023. Block h6: imdrf code f08 captures the reportable event of hospitalization imdrf code f19 captures the reportable event of surgical intervention imdrf code f2203 captures the reportable event of imaging required imdrf code e0306 captures the reportable event of sepsis imdrf code e1906 captures the reportable event of unspecified infection imdrf code e2327 captures the reportable event of necrosis imdrf code e1002 captures the reportable event of abdominal pain imdrf code e1004 captures the reportable event of ascites imdrf code e060109 captures the reportable event of tachycardia imdrf code e2339 captures the reportable event of ulcer imdrf code e2114 captures the reportable event of perforation imdrf code e1002 captures the reportable event of abdominal pain imdrf code f23 captures the reportable event of unexpected medical intervention imdrf code a2401 insufficient information captures the reportable event of tachypnea.

Event description:
Boston scientific became aware of an event involving an overstitch suture through the article, gastric wall necrosis and perforation following argon plasma coagulation (apc) coupled with endoscopic sleeve gastroplasty (esg) and its emergency laparoscopic surgical management, by pooja unadkat, et al. Per the article an overstitch suture was used in an esg and apc procedure on an unknown date. On an unknown date after the procedure, the patient presented as an emergency with severe abdominal pain, tachycardia, and tachypnea, with signs of abdominal tenderness and guarding on examination. The patient inflammatory markers were elevated and an abdominal ultrasound revealed mild ascites. A gastrograffin study was performed and showed evidence of an abnormal flow of contrast laterally around the level of the body of the stomach, raising suspicion of a leak with almost no contrast entering the duodenum. The patient underwent an emergency diagnostic laparoscopy, which showed diffuse biliary contamination and an area of full-thickness necrosis of the stomach wall. An intraoperative upper gi endoscopy was done, which revealed multiple deep ulcers in the antrum and body of the stomach over the apc sites. A leak test was carried out, which showed no evidence of a leak. A nasojejunal tube was placed for feeding in the immediate post-operative period. The patient recovered from the sepsis. A gastrograffin study repeated on post-operative day 4, which revealed no leak. The patient was discharged on oral sucralfate, pantoprazole, and liquid diet. The patient is making good progress at 6 months follow-up.